Event description:
The user facility has informed richard wolf gmbh of an issue regarding a sheath resectoscope 24fr, part ID: 8676424, batch# 1433702. The user reported that at the end of the operation, an immediate follow-up check of the equipment revealed that the tip of the resectoscope shaft was missing. After a brief x-ray check, the tip was found lying in the bladder and the broken part was removed using a cystoscope and grasping forceps. There were no further complications for the patient. Additional unscheduled measures had to be taken, namely x-ray control and removal of the resectoscope tip. These measures led to a delay in surgery of 25 minutes.

Manufacturer narrative:
The sheath resectoscope 24fr, part ID: 8676424 from batch 1433702, consisting of 3 pieces, was produced on 31/oct/2019, the production data show no abnormalities. An evaluation of the complaints has shown that there has already been one complaint with the same defect pattern for the same batch on 08/dec/2021. An evaluation of comparable errors has shown that there have been a total of 2 complaints in the past 3 years. A systematic error can be ruled out, as in the period from 01/jan/2019 to today a total of 243 sockets have been sold with only 2 complaints.